Event description:
The customer reported an alarm issue. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: (B)(6). A philips authorized service provided (asp) went onsite to evaluate the device in question. The asp confirmed the customer's alleged malfunction and checked the system. The asp discovered the unit could not repeat inop with x2 standalone and then connected it to the bedside monitor to resolve the issue. The asp advised the customer to keep monitoring the unit further and report if the issue persisted. After a week, the customer had no alarm /error reported and so philips closed the case. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the user did not have the x2 connected to the bedside monitor. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.